Event description:
It was reported that during a lumbar decompression procedure, the burr broke off in the attachment. It was also reported that another device was available to complete the procedure. It was further reported that there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The burr and attachment subject to this investigation was not returned to MFR for eval, if the product is rec¿d, and eval will be performed and a f/u MDR will be submitted. Lot number info has not been provided to permit further investigation. The root cause is mult-factorial.